Event description:
Per the clinic, the patient experienced an infection around the abutment and was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, it was reported that the patient underwent revision surgery on (B)(6) 2020, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.